Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l909858) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The broken-off fragment was returned lodged in radiolucent aiming arm/frn greater trochanter (part # 03.033.001 lot # 3l47555). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Specified dimension: groove ø = 6.00mm +/- 0.1mm, shaft ø = 7.8mm +/- 0.1mm. Measured dimension: groove ø = 5.99mm; conforming, shaft ø = 7.81mm; conforming. Measurement device: ca148p, document/specification review: drawing(s) reviewed: current & manufactured revisions, during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: the received driving cap/threaded (part # 03.010.523 lot # l909858) was manufactured at the bettlach site on 31-oct-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history lot : part: 03.010.523, lot: l909858, manufacturing site: bettlach, release to warehouse date: 31.october 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l909858) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: radiolucent aiming arm (part # 03.033.003, lot # unknown, quantity 1), insertion handle (part # 03.033.001, lot # 3l47555, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a midshaft antegrade femoral recon nail insertion, while the surgeon was mounting an unknown nail, an unknown driving cap broke inside the greater trochanter radiolucent aiming arm. The surgeon used one (1) unknown recon screw and two (2) unknown 6.5 mm cannulated screws for femoral head stability and the nail sitting approximately 1.5 cm proud. The procedure was not completed as intended as only one screw was inserted. The procedure was completed with 15-20 minutes of surgical delay. Patient status was unknown. Concomitant devices: radiolucent aiming arm (part # 03.033.003, lot # unknown, quantity 1). Insertion handle (part # 03.033.001, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 4 for (B)(4).